Event description:
Reporter alleged discrepant back to back comparisons on the advantage system of 110 mg/dl versus 351 mg/dl, 332 mg/dl versus 132 mg/dl, and 133 mg/dl versus 296 mg/dl, when the comparative tests were performed at the same time. As a result of the comparisons, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.